Event description:
Customer reported that 8 pyxis medstation system es units have been intermittently displaying an error message, temporarily preventing user access. Customer reported the malfunction delayed patient care, prolonging patient pain. Customer could only provide an example of a patient requiring insulin. No other details were provided. Patient harm was not reported.

Manufacturer narrative:
Customer reported that 8 pyxis medstation system es units have been intermittently displaying an error message, temporarily preventing user access. Customer reported the malfunction delayed patient care, prolonging patient pain. Customer could only provide an example of a patient requiring insulin. No other details were provided. Patient harm was not reported. This event is recorded on complaint numbers (B)(4) a field service technician evaluated the device; the malfunction was caused by corrupted system files. A field service technician reimaged the device, and the issue was resolved.